Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained oversensing episodes were observed due to myopotential oversensing. Programming changes were made. Device remains implanted.